Manufacturer narrative:
(B)(4). Batch # m54f6z. Additional information was requested and the following was obtained: with the first cartridge it was reported that the stapler did not fire properly. What is meant by the stapler did not fire properly? ¿ the subjected stapler did not perform the cutting and stapling operations. It was reported that the second cartridge fired only about 1.5 cm. Where any staples deployed prior to the device stopping? ¿ stapling couldn¿t performed. Was any portion of the target tissue cut prior to the device stopping? ¿ yes, 1.5 cm of tissue was cut. The analysis found that one pse60a device was returned in good visual condition and with a gst60g partially fired 1/16 cartridge loaded on the device. In addition another cartridge was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, with the first green cartridge, the stapler did not fire properly. The surgeon thought the cartridge was not placed properly and a second cartridge was used. The second cartridge fired for only about 1.5 cm. The stapler did not fire while cutting. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.